Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the last data point received by the controller from the pod was an estimated glucose value of urgent high (greater than 400 mg/dl) at 11:05. This was also the last piece of information uploaded by the reported controller serial number to the cloud system. No additional data was received by the cloud system from the controller serial number reported. A different controller serial number generated records for system notifications that occur during first time setup and uploaded them to the cloud system at 13:28 and 13:29, indicating the previous application was deleted with a pod active and a new version of the application with a new serial number was reinstalled. The phb data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system was correctly delivering the user's manual basal program. The exact cause of the application deletion could not be determined from the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone12.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient sought emergency medical care because he was unable to administer insulin, reportedly due to the omnipod 5 app disappearing from his iphone. The patient reported that he was at his doctor¿s office when he noted an elevated blood glucose level and was unable to locate the omnipod 5 app on his phone. Blood glucose was reportedly as high as 700 mg/dl. Reported symptoms included headache. The patient was admitted to the emergency department and remained hospitalized for approximately three days, with a discharge date of (B)(6) 2026. During hospitalization, the patient was diagnosed with elevated blood glucose levels and treated with insulin. The pod was removed during hospitalization. The patient indicated that, aside from the app being unavailable, the pod itself had been functioning without issue prior to removal. Following the event, the patient was able to re-download the omnipod 5 app on his iphone.